Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 21,859 joules of use and 24 minutes while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit diminished tissue vaporization efficiency. The fiber tip/cap was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber for 129,268 joules. Maximum laser wattage set for procedure: 80 w. Patient outcome: "no injury". There was no patient injury reported